Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 12f amplatzer amulet delivery sheath. The patient was under conscious sedation. After backbleeding, the amulet was connected to the delivery sheath, and air was observed in the airlock. During device advancement, changes on electrocardiography (ECG) were noted, and the patient had a drop in blood pressure. Air was visualized on coronary angiography of the right coronary artery, causing a partial obstruction. Norepinephrine was administered. The ECG had significant improvement of elevations. The procedure was aborted. The sheath was removed, and the patient was transferred to the intensive care unit. The physician believed the air embolism was due to breathing of the patient. The patient status was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of electrocardiography changes during device advancement and drop in blood pressure was reported. It was also reported that air was visualized on coronary angiography of the right coronary artery, causing a partial obstruction. The procedure was aborted and the patient was transferred to the intensive care unit. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.